Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 160 units of insulin, and after delivering some insulin, the fill estimate decreased to 40 units, and trended down to 0 units. It was unknown how much insulin had been delivered during this time. Subsequently, cold insulin had been used in the cartridge. There was no impact to the customer's blood glucose level. Recommendation was made to fill the cartridge with room temperature insulin per labeling instructions.